Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted which found no non-conformances.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of a rupture could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that three (3) infusor two day 2ml/hr devices burst during filling. There was no patient involvement. There was no patient injury or medical intervention. This report will reference report 1 of 3, as the facility reported 3 devices.